Event description:
During verification testing at the service center, it was noted that the ground prong on the ac power cord plug was missing.

Manufacturer narrative:
The device was received. Investigation is not complete. The event that is being reported was noted during verification testing. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).